Manufacturer narrative:
The product was investigated in the lab of the manufacturer. The dia connector was found to be clotted. During rinsing of the product no clots were flushed out. It was cleaned with natriumhypochlorid. A tightness test with a duration of 24 hours was performed. A leakage at the dialysis lock and valve could not be confirmed. Thus the reported failure could not be confirmed. The most probable cause of the failure is unknown. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined. No corrective action is needed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was investigated further in the manufacturer's laboratory. The dialysis lock and valve was sawed out. By microscopic inspection a leakage between the o-ring and the locking pin could be observed. Thereupon the dialysis lock was opened and methylene blue was applied from the inner side onto the o-ring; the humidity was leaking into the space between the inner o-ring and the locking pin. Afterwards the dialysis lock was disassembled. A lateral offset was detected at the filter cover housing wherein the locking pin with it's o-ring was sitting. At the o-ring itself also a pressure mark caused by the offset was detected. The most probable cause of the reported failure is the detected offset which caused an leakiness of the o-ring. Mcp decided to initiate a CAPA (corrective and preventive action) process in order to determine the root cause and initiate further steps. All further steps will be performed out of the CAPA process.

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "during a regular surgery, the customer assembled the circuit, completed priming and started the extracorporeal circulation as usual. Approximately one hour after, the customer found some clear liquid was leaking from the dialysis lock valve. It seems to be priming solution or fluid. After a while, the liquid turned into pale pink in colour and seemed that the blood was being mixed into it. It was not much leakage, it was rather oozing, so the customer continued to use the device and finished the procedure. No adverse effects on the patient it occurred during patient use." (B)(4).